Manufacturer narrative:
Updates: b5: updated event information. Patient presented for colonoscopy. Colonoscopy delayed for a week due to the false positives. B6: updated testing information. Bloodwork performed and result was negative. Exact result not provided. D4: UDI added. H6: codes updated. Results pending investigation.

Event description:
On (B)(6) 2021: patient presented to facility for a colonoscopy. A urine specimen was tested twice on the cardinal health rapid test hcg dipstick kit and two false positive results were obtained. Result was questioned as the patient has an iud and had not been sexually active for at least one year. Colonoscopy was delayed for a week based on the false positive result. Colonoscopy was not emergent. No adverse outcomes occurred. On (B)(6) 2021: bloodwork was performed and result was negative. Exact result not provided.

Manufacturer narrative:
Results pending investigation.

Event description:
(B)(6) 2021: patient presented to facility for an unspecified reason. A urine specimen was tested twice on the cardinal health rapid test hcg dipstick kit and two false positive results were obtained. Result was questioned as the patient has an iud and had not been sexually active for at least one year. No adverse outcomes were reported. Although further information was requested, no further information was provided.

Manufacturer narrative:
Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.